Manufacturer narrative:
Returned product consisted of the nc emerge balloon catheter. The shafts, tip, balloon, and markerbands were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon with blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed that majority of the inflation lumen and the wire lumen were buckled, and the tip was damaged. When the balloon was inspected there was a hole with bunched up material revealed at the proximal balloon transition. The markerbands were microscopically examined and there were no damage or irregularities. Product analysis confirmed the reported balloon burst, as there was a hole in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and non-calcified proximal vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for treatment. However, prior to inflation, it was noticed that there was blood in the hub. The balloon was still inflated but did not hold inflation for a long period of time. It was noted that the balloon ruptured, and nothing was detached. The balloon was removed intact and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and non-calcified proximal vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for treatment. However, prior to inflation, it was noticed that there was blood in the hub. The balloon was still inflated but did not hold inflation for a long period of time. It was noted that the balloon ruptured, and nothing was detached. The balloon was removed intact and the procedure was completed. There were no patient complications reported.